Event description:
The customer reported that the cable and test load were not recognized. There was no report of patient impact. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).